Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter ac*t diff 2 analyzer generated an erroneously low hemoglobin (hgb) result on a single patient specimen on initial run and rerun. The rerun hgb results did not have any instrument generated flags. Erroneous results were reported out of the laboratory and the patient was sent to the ER and redrawn with a complete blood count (cbc) performed that recovered a normal hgb value. Corrected reports were issued. The results, provided by the customer. There was no death, serious injury, or change to patient treatment during this event.

Manufacturer narrative:
The specimen was collected as a finger stick. Previously run patient samples were rerun to confirm back to the last acceptable control run. Controls were run before this incident and recovered within assay range. The instrument is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). A field service engineer (fse) was dispatched and verified the instrument operation.